Manufacturer narrative:
A boston scientific technical services consultant stated the noise could be due to unipolar sensing or lead on lead contact. The caller stated that the lss was programmed off as this patient does not need rv pacing. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's system consists of a boston scientific device and competitive leads. The lead safety switch (lss) had been triggered due to a pacing impedance measurement of less than 200 ohms on the right ventricular (rv) channel. Isometrics were performed and no out of range measurements were noted. Additionally, there was a stored event due to noise on the rv and atrial channels. No adverse patient effects were reported.